Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and on 20-apr-2017 checked for leaks and loose connections. Decontaminated instrument. Ran patient sample after decontamination 14 times. Issue seen with mas (microgenics/thermofisher) controls. Customer had no other controls. Ran tosoh calibrators as patient samples. Results same as calibrator. Ran l1 and l2 br linearity which was on the mark. Suspect mas controls. Customer was happy with patient samples and precision. Instrument is running with no issues. The most probable cause of the reported event was a possible faulty mas (microgenics/thermofisher) controls.

Event description:
On (B)(6) 2017 the customer reported ran out of hw buffer with their hlc-723g8 analyzer. Cgrams don't look right. They may have air in the lines so had him do a drain flush then rerun samples. On (B)(6) 2017 customer reported that cgrams still display either a delineated and non-delineated peak after the ao. Last week the buffers were replaced and still no resolve with the cgrams. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.